Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that during a correction bolus, the correction value on the pump was not correct. As the contact did not have the pump when tandem technical support was contacted, troubleshooting to determine the cause of the event was not able to be performed. There was no reported impact to the customer's blood glucose level. Although requested, additional information was not provided.